Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. A sudden decrease in temperature was observed. An extended investigation was performed. Returned sensor was de-cased and investigated under digital microscope and damage on the antenna trace was observed. The patch data that was extracted from the previous investigation. The patch logs algo_error_terminate was observed when the glucose algorithm decides to terminate the sensor because of a dq (data quality) error. In this case, the dq error was sensor_signal_low which can occur when the sensor was removed from the body. The returned sensor was attempted to be scanned on the evm (evaluation module) however, the scan was failed. The damage observed on the antenna trace has prevented the evm from communicating with the returned sensor thus smu (source meter unit), poise voltage and temperature test were unable to be conducted. It was determined that the damage on the pcba, which occurred during de-casing, was the reason for the returned sensor being unable to scan. Ultimately, this damaged antenna trace was preventing the evm and the returned sensor from communicating, thus further tests were unable to be conducted on the returned sensor. Therefore, this issue is unable to be tested. Section d4 (primary UDI number) was updated. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 48 mg/dl and 58 mg/dl compared to readings of 158 mg/dl and 138 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.